Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Evaluation of attached photos confirmed that it was in fact the tube which was discolored. This type of defect is known to be caused by overheating of the tube during the molding process. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. Visual examination of the 200 retained samples from the implicated lot number did not identify any instances of discolored tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use black foreign matter was discovered in tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse prepared to collect the patient's blood, it was found that there was unknown black foreign matter in the tube.